Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to the procedural condition due to performance of CPR. A cause for the reported ventricular fibrillation cannot be determined. Ventricular fibrillation is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as CPR was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were deployed reducing tr to grade 1. Two days later, the patient was walking and went into ventricular fibrillation (vf). CPR was performed to stabilize the patient. Imaging performed afterwards found that one of the clips had detached from one leaflet resulting in a single leaflet device attachment (slda). Cause of the vf was not known; however, it was noted to be thought that the performance of CPR caused the slda.